Event description:
It was reported a month ago that this pacemaker triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedances measuring 2157 ohms. The patients last in office visit the ra impedances measured 592 ohms. Technical services discussed possible causes and provided programming options. This patient has a history of chronic atrial fibrillation. It was noted that the minute ventilation sensor has been turned off. This pacemaker and other manufactures ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported a month ago that this pacemaker triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedances measuring 2157 ohms. The patients last in office visit the ra impedances measured 592 ohms. Technical services discussed possible causes and provided programming options. This patient has a history of chronic atrial fibrillation. It was noted that the minute ventilation sensor has been turned off. This pacemaker and other manufactures ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed due to a conclusion code update.